Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the bumper has multiple scratches, burrs and deep gouges in the plastic. There are pieces of the bumper missing and these pieces were not returned with the device. This device exhibits signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, a journey tibial impl impactor broke. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.